Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an estimated implantation period of 80 months ra loss of capture, noise and inappropriate pacing was reported. Biotronik has no information about a revision of the lead. Should any details become available, we will inform you accordingly.